Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that an (B)(6) female patient underwent an ischemic left ventricular tachycardia ablation procedure for symptomatic premature ventricular contractions (pvcs) with a smarttouch bidirectional catheter and suffered a cerebrovascular accident (cva) requiring magnetic resonance imaging, anticoagulant, and speech therapy. On post-procedure day 4, the patient reported pain. Magnetic resonance imaging (MRI) revealed a stroke. Symptoms included difficulty speaking. Interventions included anticoagulant medication and a speech therapy referral. Patient was reported to be in stable condition. Patient required overnight hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was related to the ablation catheter entering the left ventricle retrograde through the aortic arch on an older female patient. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.